Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument by inspecting the reagent pump 1 belts, rails and probe. The sample pump 1 was removed, rebuilt and replaced. The horizontal rail was lubricated. The cse performed verification by running a reagent 1 diagnostics and quick check. The cause of the discordant uric acid result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated uric acid (urca) result was obtained from a dimension vista 1500 instrument. This result was not reported to the physician. A repeat using the same sample was performed on an alternate dimension vista 1500 instrument. The repeat result was reported to the physcian. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated urca result.